Manufacturer narrative:
Exemption number e2019001. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully in a2/p2 with adequate reduction in mr was obtained. There was no difficulty deploying the clip. After the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was obtained and placed lateral to the first clip for stabilization, reducing mr to 1 with post gradient of 2 mmhg. The patient was in stable condition. The physician commented that the posterior leaflet may have knuckled [folded] when dropping of the grippers; however, due to imaging challenges this could not be confirmed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in the event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to procedural circumstances due to challenging visualization. Poor image resolution was due to procedural circumstances. The reported additional therapy/non-surgical treatment appears to be a result of case specific circumstances as an additional clip was placed lateral to the slda clip for stabilization. There is no indication of product quality issue with respect to manufacture, design or labeling.